Manufacturer narrative:
The full name of the initial reporter: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified the video display was "garbled." The stm then replaced the video to display connector. This corrected the malfunction. The stm then completed functional testing and safety checks to factory specifications. The iabp passed all functional and safety tests per factory specifications and was then returned to the customer for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump had display issues. It is unknown under which circumstances the event occurred. However, there was no patient involvement or adverse event reported.